Manufacturer narrative:
(B)(4). Report source - foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure an impactor was beginning to disassemble. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the of the returned product identified signs of repeated use (nicked/gouged) and wear. The screw components are stripped/worn and won't assemble/mate the impactor head and body. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d1, d2, d4, g3, g4, h2, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Proposed component code: mechanical (g04) - impactor reported event was confirmed by review of photograph. Visual examination of the provided pictures identified the impactor pad had not fully assembled with the impactor. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history found no additional related issues for this item. However, as the lot number is unknown, an additional review could not be performed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.